Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/7/17 and noted that approximately 51.7 cm to 93.5 cm from the distal end of the tip dome of the shaft, there were small ridges and bent marks. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This returned catheter condition was not originally reported but has been reviewed and assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a navistar thermocool. During ablation the carto 3 system noted an error 7 (leakage current detected on patient interface unit rl input) and after a 101 (eeprom data error). There was signal interference on all intracardiac and body surface channels on both the carto 3 system and the recording system concurrently with the leakage error. The physician did not have any signals available to monitor the patient¿s heart rhythm. The surgeon took another catheter and continued to perform the ablation. The procedure was completed with no patient consequence. Additional information was received on january 8, 2017 which stated that the physician always had an ECG signal on the anesthesiological equipment. The returned device was visually inspected and it was found the shaft with some bent marks. Per the event, the catheter was tested for electrical performance and it was found within specifications. Then per the reported event, the eeprom was intended to be read, however since the eeprom data showed no values, it can be determined the eeprom was corrupted. Then, the outer diameter was measured and it was found within specifications. For the condition observed a scanning electron microscope (sem) testing was performed and the results showed results showed evidence of scratches, stress marks and mechanical damage on the surface of the shaft. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified. However, the root cause of the corrupted eeprom remains unknown. The root cause of the damage on the shaft cannot be determined since there are evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the product however, this cannot be determined.

Manufacturer narrative:
Originally, we reported that the physician did not have any signals available to monitor the patient¿s heart rhythm. The signal interference was assessed as a reportable malfunction. However, additional information has been received on january 8, 2017 which stated that the physician always had an ECG signal on the anesthesiological equipment. Since the patient's heart rhythm was still visible to the physician, the risk to the patient was low. Therefore, this signal issue has been reassessed to not reportable. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17470283m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a navistar thermocool. During ablation, the carto 3 system noted an error 7 (leakage current detected on patient interface unit rl input) and after a 101 (eeprom data error). The surgeon took another catheter and continued to perform the ablation. The procedure was completed with no patient consequence. Additional clarification was received on the event stating that there was signal interference on all intracardiac and body surface channels on both the carto 3 system and the recording system concurrently with the leakage error. The physician did not have any signals available to monitor the patient¿s heart rhythm. The eeprom error was assessed as not reportable as the user will not be able to use the device and will have to replace it. The potential risk that it could cause or contribute to a serious injury or death was remote. The signal interference was assessed as a reportable malfunction as the inability to monitor the patient¿s ECG rhythm while devices are intracardiac might lead to undetected cardiac rhythm that could be life threatening.